Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported this lead was surgically revised after the patient received a shock for oversensed noise. Requests for additional information surrounding this event were made. No additional information was able to be obtained.